Event description:
This report summarizes 1 malfunction event, where it was reported there was reduced brake force. There was no patient involvement.

Manufacturer narrative:
The device was evaluated in the field and the issue was confirmed; there was a dirty component. The device was repaired and returned.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported there was reduced brake force. There was no patient involvement.